Event description:
Complainant alleged while attempting to treat a 60 year old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified to the monitor board. The monitor board was replaced to remedy. Further testing of the monitor board duplicated the fault. The monitor board was scrapped. No emerging trend based on similar reports.